Event description:
The patient has limited range of motion post-operatively. The surgeon manipulated the knee and debrided arthroscopically. Surgery is planned to open the knee and exchange the poly inserts.

Manufacturer narrative:
Review of the device history records indicates that the device was manufactured to specification.